Event description:
The user facility reported that during a bypass procedure, the perfusionist experienced difficulty in maintaining adequate flow through the venous reservoir bag. The cause for this was not determined, but the perfusionist noticed there was blood holding up on right side of bag and would not pass to the outlet side. A clot was then observed in the cardiotomy reservoir. Both the reservoir bag and the cardiotomy reservoir were changed out without incident and the surgery was completed succesfully.

Manufacturer narrative:
Although the volume was not estimated, the reservoir bag was changed out. Therefore, some blood loss was associated with this event. The returned sample was decontaminated, visually examined and functionally tested for recirculation. The reservoir bag was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that there have been no previous reports for this lot. There are many complex clinical variables that may have affected the reported concern of flow restriction. However, there is no available evidence that the reported event was related to a product malfunction or defect. Circut flow performance under standardized conditions is addressed in the device labeling. All available info has been maintained in the qa files for appropriate tracking, trending and follow up.